Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4)

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and passed. The global transmitter final functional test was performed and passed. A pairing test with the (B)(6) device was performed and passed. The data file was reviewed and the reported customer complaint was confirmed. The probable cause could not be determined post investigation.